Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: te exposure.

Event description:
Healthcare professional reported "we confirmed the report of te exposure 1 month after te insertion in hboc case." Device status is unknown.